Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensing noise. The plan is to have the patient follow-up in a week for device interrogation and optimization. The patient did feel discomfort and pain. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service. Additional information was provided on (B)(4) 2022, it was reported that the patient did not show up to their follow-up appointment. The follow-up appointment will be reschedule. This s-ICD and electrode remains in-service.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensing noise. The plan is to have the patient follow-up in a week for device interrogation and optimization. The patient did feel discomfort and pain. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service. Additional information was provided on (B)(6) 2022, it was reported that the patient did not show up to their follow-up appointment. The follow-up appointment will be reschedule. This s-ICD and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.